Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent power issue. The battery compartment reportedly was cracked. The patient reportedly experienced a blood glucose (bg) value of 500 mg/dl with extreme thirst. The patient reportedly did not require medical intervention. It was noted that the patient declined the return of the pump and remained on insulin pump therapy. This complaint is being reported because the patient experienced an adverse event allegedly due to a power issue leading to an under delivery.